Event description:
A malfunction on the pump was reported. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccur, which the customer acknowledged and understood.